Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen (1000 mcg/ml at 165 mcg/day) drug via an implanted pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported 6 months ago the patient noticed a large volume discrepancy and the patient was having some increased spasticity. The patient was referred to a surgeon but due to other issues they had not completed this referral. Caller states the low reservoir alarm was occurring which was expected and they are not going to refill the pump and are going to program to min rate mode. Discussed itb withdrawal with a large rate change if the patient was getting any of the drug therapeutically. Caller states there is no other alarms i.e. Motor stall. Caller states patient now was going to get the pump replaced. Discussed making sure they evaluate the catheter as a source of volume discrepancy especially because there are not critical alarms i.e. Motor stall. Caller did mentioned in past refill there were small volume discrepancies but nothing to the results of the last refill 6 mon ago. The actual reservoir volume was 12ml and the expected reservoir volume was 2 ml. They were suggested to consider doing a dye study or imaging. It was noted the increased spasticity was a gradual change.